Manufacturer narrative:
No samples/photo(s) received, the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. DHR: a review of the device history record was completed for batch# 6298677. All inspections and challenges were performed per the applicable operations qc specifications. There were two (2) notifications [200677363, 200677475] noted that did not pertain to the complaint. Investigation conclusion: root cause cannot be determined at this time as the issue is unconfirmed.

Manufacturer narrative:
Initial reporter's phone#: (B)(6). A sample is not available for evaluation. However, a no sample investigation and device history record review will be completed. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that foreign matter was seen inside a bd microfine insulin syringe before use. There was no report of injury or medical interventions.